Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing two knives that had dull blades. There as no patient harm. Additional information has been requested.

Manufacturer narrative:
The customer did not provide a sample for an evaluation. Therefore, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported lot number has been performed; no anomalies were found. The product was released based on the products acceptance criteria. A complaint history examination indicates one additional complaint associated with this cutting instrument lot. This is the second complaint for the reported issue associated with this lot. Because no sample was returned and the device history record review of the lot number provided indicated product was released according to product¿s acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. An internal investigation has been opened. (B)(4).